Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced dehiscence and possible infection. The ipg was explanted and replaced with a leadless pacemaker and the pacing leads were capped. No further patient complications have been reported as a result of this event.